Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('mild chronic salpingitis'), menorrhagia ('longer menstruation and clots (menstruation is over 1 cup of blood per day)') and intervertebral disc degeneration ('degenerative disc disease') in an adult female patient who had essure (batch no. 826607,827751-not valid) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concomitant products included bupropion hydrochloride (wellbutrin), corticosteroid nos, ibuprofen, iron, loratadine (claritin 24hr allergy), montelukast sodium (singulair) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion disability) with back pain, genital haemorrhage ("abnormal bleeding"), fatigue ("chronic fatigue"), depression ("depression") with insomnia, panic attack ("panic attack"), dysgeusia ("constant metal taste in mouth"), complication associated with device ("device complications"), rash ("skin rashes") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (endometrial ablation with novasure and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, intervertebral disc degeneration, genital haemorrhage, fatigue, depression, panic attack, dysgeusia, complication associated with device, rash and hypersensitivity outcome was unknown. The reporter considered complication associated with device, depression, dysgeusia, fatigue, genital haemorrhage, hypersensitivity, intervertebral disc degeneration, menorrhagia, panic attack, pelvic pain, rash and salpingitis to be related to essure. The lot numbers reported (826607, 827751) are not valid. Quality-safety evaluation of ptc: the ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061262) on 28-apr-2016. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('mild chronic salpingitis'), menorrhagia ('longer menstruation and clots (menstruation is over 1 cup of blood per day)') and intervertebral disc degeneration ('degenerative disc disease') in an adult female patient who had essure (batch no. 826607,827751-not valid) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concomitant products included bupropion hydrochloride (wellbutrin), corticosteroid nos, ibuprofen, iron, loratadine (claritin 24hr allergy), montelukast sodium (singulair) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion disability) with back pain, genital haemorrhage ("abnormal bleeding"), fatigue ("chronic fatigue"), depression ("depression") with insomnia, panic attack ("panic attack"), dysgeusia ("constant metal taste in mouth"), complication associated with device ("device complications"), rash ("skin rashes") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (endometrial ablation with novasure and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, intervertebral disc degeneration, genital haemorrhage, fatigue, depression, panic attack, dysgeusia, complication associated with device, rash and hypersensitivity outcome was unknown. The reporter considered complication associated with device, depression, dysgeusia, fatigue, genital haemorrhage, hypersensitivity, intervertebral disc degeneration, menorrhagia, panic attack, pelvic pain, rash and salpingitis to be related to essure. The lot numbers reported (826607, 827751) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on 10-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and intervertebral disc degeneration ("degenerative disc disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), fluticasone propionate (flonase), ibuprofen (advil), iron, loratadine (claritin 24hr allergy), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intervertebral disc degeneration (seriousness criteria disability and medically significant) with back pain, menorrhagia ("longer menstruation and clots (menstruation is over 1 cup of blood per day)"), fatigue ("chronic fatigue"), depression ("depression") with insomnia, panic attack ("panic attack"), dysgeusia ("constant metal taste in mouth"), complication associated with device ("device complications"), rash ("skin rashes") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgery to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, intervertebral disc degeneration, menorrhagia, fatigue, depression, panic attack, dysgeusia, complication associated with device, rash and hypersensitivity outcome was unknown. The reporter considered complication associated with device, depression, dysgeusia, fatigue, genital haemorrhage, hypersensitivity, intervertebral disc degeneration, menorrhagia, panic attack, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-nov-2017: events abnormal bleeding, skin rashes, allergic reaction, pain was added. Product start and stop date updated. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061262) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, for birth control. Since she had essure inserted, she has had a myriad of problems including chronic fatigue, longer menstruation and clots (menstruation is over 1 cup of blood per day), depression and panic attacks, constant metal taste in mouth, insomnia, back pain and degenerative disc disease. According to her, the list is long. As concomitant medication consumer takes wellbutrin, singulair, albuterol and muscle relaxers (unspecified). As otc medication, consumer reported iron, flonase, advil and claritin. Disability/permanent damage, required intervention and other serious (important medical event) were reported as event outcome, but not specified or assigned to one of the events. Follow-up received on 26-may-2016: quality-safety evaluation was provided. Ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up received on 24-jun-2016: follow-up attempts were done with no response to date. Follow-up information received on 02-aug-2016 - legal claim provided: this case was upgraded to incident. Each of the plaintiffs (not individualized in document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had longer menstruation and clots and degenerative disc disease. This event is unlisted in the reference safety information for essure. According to additional information, this case became legal and it was informed that she had the device removed. Abnormal menstrual pattern changes may occur during essure use. Therefore, considering event's nature per se and the absence of alternative explanation, causal relationship between reported event and essure use cannot be excluded in regards of degenerative disc prolapse, considering its pathophysiology and the local effect of essure in the fallopian tubes, causality between the reported event and suspect insert was assessed as unrelated. Non-serious events were also reported. Since device removal was required, this case is now classified as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.